Event description:
A surgeon reported that following insertion of an intraocular lens (iol) a scratch was noted. The iol was removed and replaced with a different lens during the same procedure. The surgical incision was enlarged slightly. The surgeon stated the lens was likely scratched by an instrument used during the procedure.